Event description:
A peritoneal dialysis (pd) patient's nurse reported that the patient had reported that his cycler had leaked during the previous night's treatment. He did not retain a sample of the cassette. He did not finish his treatment that night. Follow up with the pd nurse determined that the patient's effluent remained clear. There were no signs of infection and no prophylactic antibiotics were administered. The patient was switched to manual exchanges while waiting for a cycler replacement. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.